Event description:
It was reported that approx. 37 months after the implantation episodes of oversensing occurred on the right ventricular channel.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The trend curve showed stable pacing impedance values around 500 ohms between (B)(6) 2018 and (B)(6) 2019. The shock impedance values were fluctuating from 50 to 90 ohms in the same period. The iegms showed artifacts on the right and left ventricular channels leading to inappropriate charging. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.